Event description:
During procedure the stapler misfired, then the stapler clip fell out of the stapler. Stapler was replaced with new instrument and procedure was completed. No injury to the patient.